Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00440 on 22-nov-2019. Additional information (09-dec-2019): siemens reviewed the instrument data and it showed evidence of imprecision with the calcium (ca) kinetic data indicating a potential issue related to sample mix. The customer service engineer (cse) ran service method testing and found that the sample 2 (s2) mixer failed. The cse replaced the s2 mixer. Service methods were repeated, and all results were within specifications. The part replaced by the cse is part of normal troubleshooting/maintenance for issues of this nature. The customer has had no additional issues related to this complaint post service. Replacement of the s2 mixer resolved the issue. Siemens concluded that the issue was associated with the replaced component. Section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported a discordant calcium (ca) result obtained on a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site. Cse replaced the mixer, ran service methods and ran quality controls (qc). System was fully functional upon departure. Siemens is investigating this issue.

Event description:
A discordant calcium patient result was reported using a dimension vista 1500 instrument. The initial discordant result was reported to the physician(s). The same sample was repeated on an alternate dimension vista 1500 instrument. The repeated result was reported, as the correct result, to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant result.